Event description:
During use of the first subject device for an uncertain procedure, the physician found that the ptfe pad of the device was partially separated. He replaced with the second subject device. However, the ptfe pad of the second subject device was partially separated, too. The procedure was completed with a similar device. There was no pt harm reported. This is a report regarding the first subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially separated. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-00253.